Event description:
A new universal power supply (ups) device for an advia centaur xp instrument was connected. When the ups was switched on the operator realized that smoke was coming of the ups. The ups was disconnected. There are no reports of staff injury or property damage.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced the ups. The instrument is performing within specifications. Further evaluation of the device is not required.